Event description:
It was reported that while reviewing MRI protocol, it was determined that this left ventricular (lv) lead had no capture at maximum outputs for all pacing vectors. Additional information received indicated that the field representative was later able to confirm capture in a different vector and reprogram it. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- upon receipt at our post market quality assurance laboratory, visual inspection of the returned lead segment revealed fractured lead conductors approximately 3.5 cm from the terminal end. This type of damage is consistent with cyclic fatigue. The reported loss of capture (loc) at high outputs is likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while reviewing MRI protocol, it was determined that this left ventricular (lv) lead had no capture at maximum outputs for all pacing vectors. Additional information received indicated that the field representative was later able to confirm capture in a different vector and reprogram it. This lv lead remains in service. No adverse patient effects were reported.